Event description:
Nellcor puritan bennett received a report from a clinical engineer that, the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The unit has been requested back for evaluation.